Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The lot number provided could not be verified; therefore, a review of the device history records could not be completed at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piezo cutting tip broke as a result of over torquing during an unknown surgery on (B)(6) 2014. The tip was replaced and the procedure was completed successfully. There was no delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The visual inspection of the returned device performed as part of the manufacturing investigation reported the cutting tip is broken off. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information the breakage is a result of over torqueing during surgery. The complaint condition is likely the result of the cutting tip was previously in a worn condition, normal wear and tear over the years, and by this occurrence an excessive force was necessary which could finally lead to the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Therefore this manufacturing evaluation is to be invalid from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.